Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, unexpected restart alarm, blank display and loose drive support cap. The customer's blood glucose reading was 85 mg/dl. The customer stated that she took the battery out and the pump alarmed unexpected restart. The customer stated that the pump alarmed battery out limit after blank display. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. No damage on the lcd isolation tape noted. The drive support disk was inspected and no anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.